Event description:
Over the previous 4 weeks, infusion device has not displayed e1 cartridge depleted error when insulin cartridge was empty. Infusion device did display w1 low cartridge alert as intended and e4 occlusion when the insulin cartridge was empty. Infusion sets were not clogged. Correct type of batteries were used in infusion device and battery setting was programmed correctly. Infusion device was not exposed to water or electromagnetic fields. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.